Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by biomed passcode error - primary audible alarm post intermittent. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, the top and bottom cases were in good condition and there was no visible sign of any contamination. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. No external damage or contamination to the interconnect board was detected. Root cause of the reported issue is unknown as no fault was found. Replaced the speaker as a preventive measure, performed power up, self-test and occlusion test, performed preventive maintenance and all functional testing. The device software was upgraded to v6.0.1. A CAPA was created in response to the reported issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information was received and attached on 22 september 2022, the pump was found to have an error upon startup. The pump was not in use it produced an error when checking the unit. It was not used in a case or on a patient. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.